Manufacturer narrative:
The immucor laboratory tested retention product on (B)(6) 2018, which performed as expected. The immucor internal identification number for this report is (B)(4).

Event description:
On (B)(6) 2018, a (B)(6) customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) with a galileo neo instrument.